Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
During baxter's evaluation of this device for an unrelated complaint, the device was found not to have audio capabilities. There was no patient involvement.